Event description:
During the first surgery, a rescue screw was used due to the size of the pilot hole. Four weeks post op, the surgeon noticed on x-rays that the springs at c7, the sight of the rescue screw, had fractured. At this time the surgeon conducted some tests to evaluate the effect to the patient and found no effect. At 10 weeks post op, after the patient had experienced fusion, the surgeon removed all the hardware. During this revision surgery he noticed that the screws at c7 were loose. Patient has experienced fusion and as of this date has not had any further complications due to this occurrence.